Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is not working. Customer's blood glucose level was 300 mg/dl at the time of incident. Customer declined to troubleshoot for no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or battery out limit alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0871 inches. No possible over or under delivery anomaly noted. (B)(4).